Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint was asked to indicate the product serial number. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Abdominal pain, vomiting and obstruction are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the reported event of vomit as follows: "vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Doctor reported events of "abdominal pain, obstruction and vomiting", it is undetermined if the events were device related. Pt was hospitalized and treated with morphine and IV fluids.